Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged for unknown reason and then confirmed to be replaced because 30% of the back cover was worn away, due to the large swath of bare metal exposed on the panel that covers the battery.